Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited capture anomaly. The lead was explanted and replaced. The patient was in good condition.